Event description:
It was reported that the programmer exhibited an error message when powering up. Technical support (ts) had the caller use the service disk, but all that was received was the cursor flashing. Ts had the caller remove the service disk and power down the programmer and start it up agin. The programmer then went to the select model screen. The programmer remains in use. There was no patient involvement. It was further reported that the programmer was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer powered up to a 0502 error and the hard drive was therefore replaced. (B)(4).